Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had low blood glucose levels i.e.,33 mg/dl. The patient passed out and was in the hospital for ten days. The patient had a open heart surgery over 2 months ago after it patient is constantly getting low readings. No further information available.